Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status, arranged shipment of replacement pump without signature requirement, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials; customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement pump, and customer understood and acknowledged all instructions.